Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that on the night of the implant, the patient was admitted to the hospital for observation because they just could not wake up and had a hard time waking up from the anesthesia from the implant surgery. It noted that the hospitalization had nothing to do with the device. No further complications were reported/anticipated.